Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 5 weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with humalog insulin (amount not specified). The patient continued to take her usual dose of medication. The reporter denied the patient developed symptoms. On (B)(6) (year not specified), the patient visited her physician's office and a glycated hemoglobin (a1c) test was performed on the patient. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.